Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as painful pressure sores from straps cutting into the skin .there was no alleged device malfunction contributing to the irritation. The patient received wound care at a rehabilitation facility. Follow up indicated that the skin irritation improved.